Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using an unknown abbott delivery system. Transseptal access was inferior posterior. The patient's activated clotting time (act) level was 320 seconds. The patient's left atrial pressure was 12mmhg. The occluder was implanted. Post-implant the patient presented with a localized pericardial effusion in the left atrium. A perforation was detected. A pericardiocentesis was performed and the pericardial effusion and perforation were resolved through cardiac surgery. The occluder remained implanted. The user believed the hooks of the occluder caused the perforation and subsequent pericardial effusion. The patient status was stable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of patient-device incompatibility, pericardial effusion, and perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided procedural imaging and information were reviewed by an abbott clinical engineering manager. Based on the information received, the cause of the reported patient-device incompatibility, pericardial effusion, and perforation could not be determined. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using an unknown abbott delivery system. Transseptal access was inferior posterior. The patient's activated clotting time (act) level was 320 seconds. The patient's left atrial pressure was 12mmhg. The occluder was implanted. Post-implant the patient presented with a localized pericardial effusion in the left atrium. A perforation was detected. A pericardiocentesis was performed and the pericardial effusion and perforation were resolved through cardiac surgery. The occluder remained implanted. The user believed the hooks of the occluder caused the perforation and subsequent pericardial effusion. The patient status was stable.